Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one hemodialysis kit containing a spring wire guide (swg), ars, and dilator for evaluation. Visual inspection of the swg revealed one bend adjacent to the j-bend. The j-bend was intact. Microscopic examination confirmed both welds were attached and fully spherical. The bend in the guide wire measured from 570-583 mm from the proximal end. The overall length of the guide wire measured 602 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.857 mm which is within the specification of 0.838-0.877 mm per guide wire product drawing. The guide wire was advanced through the returned ars and a lab inventory 18ga introducer needle per the instructions for use (IFU). The IFU provided with this kit states, "advance spring wire guide into the syringe approximately 10 cm until it passes through the syringe valves." The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "although the incidence of spring-wire guide failure is extremely low, practitioner should be aware of the potential for breakage if undue force is applied to the wire." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire contained one bend adjacent to the j-bend. The returned guide wire met all relevant dimensional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.